Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6), 2010, the pt's parents contacted animas on his behalf alleging that he has had high blood glucose levels (up to 300 mg/dl) for 1 week. The rptrs claimed that the pt blood glucose was not responding to corrections via the pump. However, the rptrs claimed that the pt's blood glucose levels would decrease via syringe. At the time of the contact with animas, the rptrs indicated that the pt's blood glucose level was at 190 mg/dl, an hr after correction via syringe. The pt was reportedly using his abdomen for insertion and was rotating sites. The sites were reportedly free of scar tissue and signs of infection. No leakage was found at the sites. The cannula was reportedly not bent or kinked. The rptrs denied that there was a cartridge leak or air in the cartridge. The pump's date/time was correct. The bolus history showed all completed within the past 24 hrs. The basal rates were verified as being correct. The tdd added up correctly. The luer lock and cartridge cap were observed to be secure. No blood or kinks were found in the tubing. The rptrs denied any change in activity or diet. The rptrs also denied any illness or new medications. Although there is no evidence that there was a mechanical problem with the pump during troubleshooting, this complaint is being reported due to the following conclusion: the rptrs claimed that the pt was not responding to corrections via the pump and developed trace ketones.